Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device via a 6f sheath after a superficial femoral artery interventional procedure. Reportedly, the knot was fully advanced; however, the sutures came out of the anatomy. No tissue damage was reported. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.